Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The 90% stenosed, 38mmx2.5mm target lesion was located in the severely tortuous and moderately calcified left circumflex artery. Following pre-dilatation, a 2.50x38mm promus element plus stent was advanced to treat the lesion. However, the tip of the stent was lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The 90% stenosed, 38mmx2.5mm target lesion was located in the severely tortuous and moderately calcified left circumflex artery. Following pre-dilatation, a 2.50x38mm promus element plus stent was advanced to treat the lesion. However, the tip of the stent was lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. Promus element plus, mr, ous 2.50x38mm stent delivery system was returned for analysis. A visual examination of the stent found damage to proximal stent rows 1-2 with stent struts deformed and pulled in a distal direction. The undamaged crimped stent od (outer diameter) was measured and the result was within maximum crimped stent profile measurement. The tip was visually and microscopically examined and no damage was noted. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the device found multiple hypotube kinks along the full length of the catheter. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.